Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the black valve on the short port btt popped and it would not work. The procedure was completed by the surgeon blowing up the balloon as needed. There were no pt effects reported by the hosp.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting, causing the balloon to deflate due to a defective valve subassembly. (B)(4).